Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. Following the procedure, the patient experienced novo urge urinary incontinence which decreased in the weeks after the procedure. The patient felt pressure against her urethra. The patient had hesitancy in her urine stream and continued urge incontinence. The patient was referred to a urogynecologist for her symptoms and discomfort. In 2008 or 2009, the patient underwent a procedure where the mesh was cut away on one side to loosen the tension against the urethra. Four to six weeks after that procedure, the patient continued to have incontinence, but did not have urethral pressure or urge sensation she had previously. Since 2009, the patient has had vaginal pain which made sexual intercourse painful. In 2013, during an exam preceding a scheduled oophorectomy, scar tissue over the area where the sling was placed was noted. The patient was referred to another urogynecologist and was told the mesh was projecting outward into her vagina wall causing the pain she was experiencing. The patient reported that another revision procedure will be required.